Event description:
This incident occurred while the xclose delivery instrument was being removed from the surgical field. Tension bands were being placed in the soft-tissue defect of the anulus fibrosus at l5/s1. As the xclose delivery instrument was being removed, the tissue stop on the xclose delivery tool contacted the dura and caused a dural tear. The surgeon sutured the dura and the procedure was completed without complication.

Manufacturer narrative:
The device was not returned for evaluation.